Event description:
It was reported that the device had an event code logged in the memory indicating a potential critical failure. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.